Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. The user accepted and navigated the surgical case with a poor quality registration of the patient anatomy. The software provides utility to check the alignment of the preoperative CT scan and intraoperative images. In addition, the user manual instructs the user on how to maintain navigation integrity. There was no impact to the case as it was completed successfully with no adverse effects to the patient. The cause of the reported issue was traced to user technique.

Event description:
We verified instruments before the case started. When surgeon used high speed drill and standard drill the trajectory was perfectly on point. But when we drove in the first screws on l4 left the screw looked slightly lateral on trajectory when driving the screw in, we still received a check mark. The surgeon went to place the l4 right screw and also trajectory only looked off when attempting to drive in the screw. I made sure the surgeon was not fighting any tissue and that the force meter was not elevated. The first screw on the left was with the mis driver and the screw on the right was with the creo amp driver. We then tried to re-verify the creo amp driver to see if we could get a better reading or switch out the array. The first attempt failed, then tried again a few more times with both drivers but the verification was not attempting to read. There was no chime, even though the instruments were visible. I ended up resetting the software but the surgeon had already moved forward with placing the screws with no visual on the robot. Screws looked good in the end. I checked the instruments after the case and they then verified, so I believe resetting the software fixed the issue. After the case checked rms fit of the driver arrays and they both checked out within range.